Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a gastric bypass single anastomosis, on making a gastric pouch, the device was able to lock onto the tissue and freely open and close the jaws but when in firing mode the device would not fire. They used a new handle to complete the case. There was no patient injury.